Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported by the sales rep via phone that during a rotator cuff repair the cordcutter was sticky. The complaint device was received and evaluated. Visual observations reveal that the inner shaft was detached from the attach point. Once that the inner shaft was reinstalled, the functionality was performed and a thread was loaded. As result friction and interference were felt when was sliding the inner shaft through the shaft assembly. However, the device cut cleanly the thread as intended. In addition, the device was dull and appears worn, indicating device was used. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to normal field wear of the device from repeated use and sterilization cycles. This cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:16b02, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI(B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the cordcutter was sticky. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.